Event description:
It was reported that the patient received an unknown high blood glucose result at 12:00 p.m. On the guide system. The patient started to experience hypoglycemia symptoms of dizzy and incoherent. The patient's husband transported her to the hospital where they arrived around 1:00 p.m. That day. The patient was initially treated with an IV to lower her blood glucose level. The blood glucose result was 50 mg/dl on the hospital's meter and she was then treated with food. The patient left the hospital around dinner time on (B)(6) 2019 and her blood glucose result was 74 mg/dl before leaving the hospital.